Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The mother reported via phone call that the customer received a compromised force sensor system alarm. Customer's blood glucose was 170 mg/dl. The mother also stated insulin was squirting out during the manual prime process. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive arrow buttons due to flattened button dome switches. Unable to verify a33 alarm due to button keypad anomaly. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.